Event description:
Boston scientific received information that this right ventricular (rv) lead displayed an increase in pacing impedance measurements from 1,660 ohms at implant to greater than 3,000 ohms one week later. All other lead diagnostics were normal, and there was no noise on the rate/sense channel. Technical services (ts) was contacted to discuss why this occurred. Ts suggested troubleshooting methods. Patient will be followed up in the near future. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service. At this time there is no additonal information. Should additional information become available this report will be updated.